Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly. Customer was attempting to enter her blood glucose levels to program a bolus and the numbers began to scroll. Customer stated that the pump was stored in her bra and felt hot. Customer stated that there was no moisture. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.